Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log file analysis captured a pump stop on (B)(6) 2020 which was caused by patient allowing both 14 volt batteries and external backup battery (ebb) to drain. It caused the controller clock to reset to the default time stamp of (B)(6) 2001. After this batteries where connected and the pump returned to operating at the set speed of 11000 rpm but the batteries were not fully charged and triggered low voltage advisory alarms. The batteries were then removed simultaneously causing another pump stop. This is followed by fully charged batteries being installed and the pump returned to operating at the set speed of 11000 rpm or the remainder of the log file.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the system controller log files confirmed a pump stoppage event as the result of a total loss of power to the system controller due to the depletion of the external batteries and the controller's internal backup battery. The submitted log file revealed a no external power event while the patient was supported by the mpu on (B)(6) 2020 (investigated under MFR # 2916596-2020-03050). The system operated on the backup battery during this event without interruption. However, on (B)(6) 2020, the log file recorded a low battery advisory alarm that escalated to a low power hazard alarm, and then to a no external power event when the external 14v batteries fully depleted. The system was supported by the system controller¿s backup battery until it also fully depleted, and the pump ultimately stopped. Of note, the duration that the pump was off could not be determined through this evaluation. As a result of the complete loss of power to the system controller, the timestamp was reset to (B)(6) 2001 1:00 am, causing the yellow wrench alarm to activate. Power was ultimately restored to the system controller, but the system was stopped again due to the disconnection of both 14v batteries at the same time. Following this event, the system operated above the low speed limit for the remainder of the file. The account later communicated that the patient admitted to sleeping on 14v batteries. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas IFU and patient handbook provide important information regarding the heartmate batteries, including monitoring battery charge level and replacing depleted batteries. The heartmate ii lvas IFU and patient handbook also outline battery charge levels, the fuel gauge display, visual and audible alarms, how to respond to such events, and how to exchange power sources. These documents also explain that patients must always connect to the power module for sleeping or when there is a chance of sleep. No further information was provided. The manufacturer is closing the file on this event.